Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump gave a no disposable alarm with partially used cassette with a reservoir volume of 67.3. They were unable to use the cassette on the same pump after troubleshooting, but the cassette would not work on the pump after it ran for many hours. The cassette lot number is unavailable, and a replacement pump was sent out. There was no patient, or clinician injury associated with this event.